Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The description of the event problem provided in the initial report was incomplete. The additional information will be provided in this report.

Event description:
The customer reported via phone call that he recently had a blood glucose level of 45 mg/dl, which was treated with food. Troubleshooting was not performed as this was a past event. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.